Event description:
It was reported that the optics failed several times on the rigid videoscope device. The issue occurred during a procedure. There was no report of any patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken and the image was not displayed a root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of image not being displayed is due to broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.